Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2014 with the following findings: review of the black box data and alarm history revealed records of call service alarms (087). On investigation, the pump powered on and emitted a call service alarm (069) on the first attempt to rewind the pump that could not be cleared. The pump was opened for investigation and revealed a single component failure on the printed circuit board responsible for the call service alarm. The failed component was removed and replaced. The pump was then able to be exercised without further call service alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.